Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that while implanting the new pump the silicon ring at the inflow cannula was moved from its position. It was stated that there was a leakage between the pump and the silicon ring. After re-fixing, a small piece of the silicon ring ripped off and it was necessary to find other solution to seal up the leakage between ring and inflow cannula. At the end of the implant everything seems well and there was no more leakage. The operation procedure was a bit longer than expected but there were no effects of the patient. The anesthesiologist from the intensive care unit (ICU) informed manufacturer today that the patient died on (B)(6) 2016 and that the cause of the death was multisystem organ failure (mof). It was further stated that there was no malfunction from the pump. No additional information available.

Manufacturer narrative:
Product event summary # the o-ring associated with (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported o-ring damage could not be confirmed due to insufficient evidence. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of the reported event can be attributed to multiple factors such as possible variation in the sewing ring gap that may result in variation in the effective diameter of the sewing ring as assembled and the angle of insertion by physician during implant. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported from the site that there would be no autopsy and the pump remained implanted in the patient. No additional information is available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.